Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11: intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "instrument locked on patients¿ tissue and would not unlock. Unlock mechanism broke when surgical tech attempted to unlock." Failure analysis found the primary failure of dislodged grip open lever to be related to the customer reported complaint. Visual inspection was performed, and the instrument was found to have a dislodged grip open lever. The instrument was returned with the grip open lever not in its normal position on the instrument. The grip open lever was installed in its normal position during in-house testing. When the grip open lever is actuated, it is unable to unlock, and the instrument grips are unable to close. Root cause of this failure is attributed to mishandling. Additional observations not reported by site was that the instrument was found to have a crack on the housing where the locking mechanism is located. No material appears to be missing. Root cause of this failure is attributed to mishandling. The instrument was found to have a dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.080". No conductor wire damage or snake wrist damage was found. There was some bio debris found at the instrument tip. The instrument passed jaw ceramic dot and ceramic dot swipe tests. The knife slot measurement was 0.027". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The jaws did not get stuck during in-house testing. The instrument passed cut and energy delivery tests. The instrument passed cut and energy delivery tests. A review of log showed 1 blades jammed failure. The root cause of dislodged instrument blades is typically attributed to mishandling. The RMA was transferred to engineering for further review. The dislodged blade retracted when placed on the in-house system. For clarification, the instrument was returned with the grip open lever installed in the wrong direction. This restricts the function of the grip open lock function when actuated off the system. No damage was found to the instrument¿s backend components. Instrument moved intuitively when driven on an in-house system and passed the grip force test with 6.98lbs in the straight orientation. Grip functioned as intended, and the grips opened and closed intuitively. With the grip open lever installed in the wrong orientation, emergency grip release would still function, however the open-lock function would not activate easily. A review of the instrument log for the vessel sealer extend (part#: 480422-01/serial#: (B)(6) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021, on system sk1917. This is a single-use instrument. In addition, a review of the site's complaint history identified no other complaints related to the instrument and or this event. No image or video clip for the reported event was submitted to isi for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. In addition, the batch sequence number of the product's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or video clip for the reported event was submitted to isi for review. The complaint acknowledges that the vessel sealer extend instrument clamped and could not be opened with the use of the emergency grip release function using the xi grip release slider. The surgeon manipulated the instrument arm to successfully open the jaws, release the tissue and remove the instrument. No allegation of mishandling or misuse was reported. Although there was no patient injury reported, if this failure were to recur, it could result in an adverse event.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend instrument jaws were stuck on the patient¿s tissue and would not open. The emergency grip release broke when the customer attempted to use it to open the instrument jaws. The surgeon manipulated the instrument arm to successfully open the jaws, release the tissue, and remove the instrument. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.